Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the bezel was broken.

Manufacturer narrative:
During testing of the returned device the pump module was found out of specification for rate accuracy. External inspection confirmed damaged platen with the returned pump module. Replacement of the broken platen and subsequent retest for rate accuracy found the device to be delivering fluid in specification. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced broken bezel, due to error 210.5020. Replaced non bd case replaced damaged membrane frame and replaced corrosion iui connector. A review of the device history record for sn (B)(6) was performed from date of manufacture 07/11/2007 to the present date 10/24/2020 and note that this device has been returned for service once without correlation to the customer reported issue or service repair. Also, there were no production failures indicated on the source device.

Event description:
It was reported that the bezel was broken.